Event description:
Customer stated, "using pad across her stomach in the bed when pad sparked, threw it off and then unplugged. The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord at the strain relief. The investigator determined the customer was twisting the cord. This led to excessive tension at the strain relief which led to the cut which caused the sparks the customer described. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts". The investigator also determined that the customer was further misusing the pad by laying on the pad during use. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".